Manufacturer narrative:
Patient information requested but not provided. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that me 5303 IV extension clamp broke and was replaced with new extension.